Event description:
It was reported that during a whipple procedure, the clips fell out of the instrument and were removed from the patient. The procedure was completed with the same like device. There was no adverse consequence to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.